Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 27 mmol/l at the time of incident. Customer treated with insulin pump. The customer has been using the insulin pump within the 48 hours of reported high blood glucose event. The customer stated that they did not allege insulin pump was under delivering. The customer was not using the auto mode feature. The insulin pump will not be returned for analysis.